Manufacturer narrative:
Additional information provided in h.6. And h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. No physical sample has been returned for evaluation, therefore the condition of the product could not be verified. When this type of issue occurs, a sample will need to be returned so that a proper investigation can be conducted. A review of the reported pak's bill of materials (bom) shows the suspect products. One recommendation is that the customer contact their account manager about replacing the blue towels in their paks. Doing this would help prevent the potential spread of lint/fiber from the towels and the transfer of lint/fiber from other products onto the gauze/towels. Additionally, the account manager can work with the (B)(6) sales administration for suggestions on low-lint/fiber products. The root cause of the customer's complaint could not be established as the main source of the fiber is unknown to the components within the pack as a sample has not been received and the condition of the product could not be verified. Manufacturing associates are required to wear hairnets, gloves, gowns, face and beard covers, and shoe covers at all times to help minimize the introduction of particles. Surgical procedure packs are manufactured in an environmentally controlled area (eca) that is routinely monitored. In addition, the manufacturing area operates in a controlled positive pressure environment and is continuously monitored to prevent entry of foreign material, hair, and insects. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Complaints are continuously monitored to identify product and/or process areas where foreign material and debris is occurring. Surgical procedure packs are manufactured in an environmentally controlled area that is an certified class 8 clean zone where the air is filtered and maintained under positive pressure and continuously monitored for particulate levels. Manufacturing associates are required to wear hairnets, gloves, gowns, face and beard covers, and shoe covers at all times to help minimize the introduction of particles. External suppliers who provide components within surgical procedure packs are assessed on a regular basis, and manufacturing facilities make continuous improvements to the warehousing, manufacturing, and inspection processes to reduce the potential for foreign material (e.g. Reducing static electricity, removing particulate-generating products from the process, dycem (sticky) flooring in the ¿gowning and airlock¿ area, newer style gowns and hoods for work in the clean room, upgraded lighting to increase brightness for visual inspections along with increased number of inspections, and greater oversight with facility cleaning processes and with external product suppliers). Fibers are inherent to the components used in a custom pak. Custom pak label informs that due to the nature of the materials, fibers may be present and that necessary precautions should be taken during surgery to minimize the risk of fibers entering or remaining in the eye. No adverse trends have been observed associated with the reported product and event. Quality assurance will continue to monitor customer complaints via the complaint review meetings and will take action for any future occurrences as is deemed necessary. Custom pak manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a cataract surgery with intraocular lens implant was performed and completed on the same day. A lot of fibers on the irrigation/aspiration and phacoemulsification tip were found probably from the towels. On follow up of the next day after surgery it was found that residual fiber in the right eye (behind intraocular lens). The fibers were not removed from eye. No patient impact was reported. Additional information was received that the fiber was not going to retrieve unless the patient has abundant post-operative inflammation and was using more steroid drops than normal.